Manufacturer narrative:
There was no allegation of product malfunction. Device was not returned for evaluation. Root cause cannot be determined based on the information provided. Date of event estimated based on patient information that the event sometime in (B)(6) 2018.

Event description:
Diabetic patient reported that she went to the ER during the week of (B)(6) 2018 however patient couldn't recall the date of visit. There is no specific reason identified in this report as to why the patient went to the ER patient indicated she was also taking victoza. She could not recall the amount of units that her hcp prescribed her take when using victoza. Patient was wearing the v-go but she was not admitted. Patient was giving herself 3 clicks with each meal when she was on the v-go 30 and her hcp has her now taking 6 clicks with each meals. Patient mentioned that her readings are being controlled a lot better now since her hcp switched her to the v-go 40. Patient mentioned that she has other health concerns outside of her diabetes. She stated that she will be seeing a kidney specialist on (B)(6) and that she has charcot on her left foot. Patient no longer has the lot number for the v-go 30 that she was using at the time.